Event description:
It was reported that during a breast biopsy the system was experiencing low vacuum and displayed an error code during a breast biopsy. The procedure was completed using the device with no pt consequence. The device was returned for service and repair.